Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were large air bubbles in the tubing. The user's blood glucose level was 205 mg/dl. Reportedly, the contact primed the tubing to successfully remove air bubbles.